Event description:
It was reported that the physician was unable to totally retract the needles into the handpiece. There was some bleeding but it stopped. Further info was requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.